Manufacturer narrative:
Only the device was returned. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger was fully advanced. No damage was observed to the device. The plunger was removed and reinserted. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. No damage or abnormalities were found with the returned device. The lens was not returned. The plunger was reinserted to the before use position. The plunger was secure at this position. Per the dfu, do not attempt to retract the plunger after the plunger lock has been removed or plunger damage may result. Retracting the plunger can pull the tabs outside of the barrel and cause the plunger to release from the device. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during the use of a preloaded intraocular lens (iol) delivery system, the plunger was sticking. There was patient contact but no reported patient impact. Additional information was requested.